Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to fracture of the taper component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states,"fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 MDR's filed for the same patient (reference 1825034-2012-02338 / 2016-02752 / 02754 / 02755 / 02756 / 02776).

Event description:
Patient underwent a left hip revision procedure approximately sixteen months post-implantation due to pain and fracture of the distal stem at the modular junction of the femoral components. During the procedure, fretting and wear of the trunnion of the proximal body and metallosis were noted. The proximal body, distal stem, femoral head, and acetabular liner were removed and replaced with competitor product.

Manufacturer narrative:
Examination of returned device was inconclusive.